Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on historical data, possible causes include damage of parts due to wear, deterioration, deformation, or some kind of physical stress, without any design or manufacturing issue. The most probable cause could be traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited a detached rubber cover of the forceps channel port and a joint section between the bending tube and distal end that wasn't secured. There was no patient involvement.